Event description:
During a fusion surgery, the surgeon was attempting to adjust the screw. With the amount of force used, the tip of the instrument broke off into the surgical site. The broken pieces were found and retrieved after a 20-25 minute surgical delay. There was no reported harm to the patient.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending upon complete investigation of the product.